Event description:
On 11/28/2022, it was reported by a facility representative via sems that a ar-6480 dw pump experienced a pressure fault, the pump produced a pressure error. The tubing was replaced, and the case continued accordingly. There was no patient effect reported. No additional information was provided. Additional information requested.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.